Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Thirteen devices were taken from the current production and were functionally inspected. The issue reported "unit is overheating" was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted. Review of fmea-08-037 rev 05 was performed and the failure mode is already included. No update is required. Customer complaint cannot be confirmed based on the information received and the above results. It is necessary to receive the physical device sample to perform a proper and thorough investigation to confirm the alleged defect reported. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the unit is overheating after approximately twelve hours of operation. There was no report of canine patient or research model harm.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, a universal water column (382-50), and a temperature probe (395-90) is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned 2.5 hours without interruption holding at 37 degrees c. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
Customer complaint alleges the unit is overheating after approximately twelve hours of operation. There was no report of canine patient or research model harm.